Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent ventricular over-sensing. Review of the electrograms indicated that the episodes were triggered by multiple attempts to charge for a capacitor maintenance. The clinic would not pursue making programming changes at this time and the issue would be continued to be monitored. No patient symptoms were reported.